Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the safety cap would not engage. The following information was provided by the initial reporter: customer reports the following: the safety cap would not engage with multiple needles from lot # 2263161.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 18-apr-2023. Bd received 50 samples for investigation. Twenty (20) of the samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the safety cap would not engage. The following information was provided by the initial reporter: customer reports the following: the safety cap would not engage with multiple needles from lot # 2263161.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.